Manufacturer narrative:
The fractured screw and o-ring subcomponent were not returned for evaluation. Visual inspection of the instrument body with which the screw mates with noted there are wear marks on the surface of the material and scuff marks around the threaded hole. Review of the device history records did not find any deviations or anomalies. The frequency of use of the device is unknown. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. The wear and scuff marks on the instrument body indicates the device was used multiple times. A definite root cause for the screw to fracture cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the connection bolt broke off the a-frame during surgery.